Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insulation anomaly was observed on the atrial led. No patient symptoms were reported. It was capped and replaced during a device changeout procedure.